Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not rewinding. The customer¿s blood glucose level was 300 mg/dl to 400 mg/dl. The customer reported that they put in a new reservoir into the insulin pump it will not screw all the way in. Troubleshooting was declined for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.

Manufacturer narrative:
Device passed the displacement test but rewind anomaly during the prime test due to loose drive support disk. No reservoir tube anomaly noted.